Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using the pre-close technique prior to an endoprosthesis procedure. Reportedly, with three proglide devices, a suture break occurred during removal of the plunger (step 3). The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized and the procedure was completed. However, the pre-placed sutures were unable to achieve hemostasis, requiring surgical intervention. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are being filed under separate medwatch reports.